Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and manufacturing review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Manufacturing review did not identify any issues that may have caused the customer issue. The affected specimen was (B)(6) when tested using prism hcv reagents and was (B)(6), and was (B)(6) when tested using roche cobas method. A new specimen drawn from the same donor was (B)(6) when tested using roche cobas method, (B)(6) using the immunoblot method, and (B)(6) using an (B)(6) method, however was not tested using the prism hcv method. No testing could be performed as the prism hcv complaint lot is expired. A review of the abbott prism instrument, s/n (B)(4), did not identify any service-related issues that could have contributed to the complaint issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. The following were changed. Adverse event or product problem, describe event or problem, additional information included. . Suspect medical device. Concomitant medical products was updated with additional products. This report is being filed on an international product, list number 6a52, that has a similar product distributed in the us, list number 6d18. (B)(4) was selected due to the blood product donation being released from the laboratory for donation into a patient, and no information about the transfusion or potential patient impact are known.

Event description:
The customer reviewed other previous results for this donor and archived specimen results were provided. (B)(6).

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and manufacturing review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Manufacturing review did not identify any issues that may have caused the customer issue. The affected specimen was (B)(6) when tested using prism hcv reagents and was nat (B)(6), and was (B)(6) when tested using roche cobas method. A new specimen drawn from the same donor was (B)(6) when tested using roche cobas method, (B)(6) using the immunoblot method, and (B)(6) using an hcv core ag method, however was not tested using the prism hcv method. No testing could be performed as the prism hcv complaint lot 44562li00 is expired. A review of the abbott prism instrument, s/n (B)(4), did not identify any service-related issues that could have contributed to the complaint issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. (B)(4) (no code available) selected due to the blood product donation (sid (B)(6)) was released was released from the laboratory for donation into a patient, and no information about the transfusion or potential patient impact are known.

Event description:
Abbott laboratories (B)(4) received a report sent by the (B)(6) regarding potentially (B)(6) results. The customer observed (B)(6) results while using the prism hcv reagents. The following data was provided for the same donor. Sid (B)(6) was (B)(6) when tested using the prism method on (B)(6) 2015, however no specific value was provided. Nat testing for this specimen was (B)(6) when tested in (B)(6) 2015. An archived specimen was retested on (B)(6) 2017 using roche cobas method and was (B)(6). Confirmatory testing completed on (B)(6) 2017 showed the specimen was (B)(6). Blood products from this donation were provided to a health care provider, however no information about the recipients was provided. Sid (B)(6) donation dated (B)(6) 2017 was (B)(6) using the roche cobas anti-hcv method. Confirmatory tests showed the specimen is immunoblot (B)(6). None of the blood products from this unit were donated. The method comparison tests were being performed by the customer due to observed performance differences between their current (B)(4) test method (roche) and the past (B)(4) test method (prism) and the results are not being used for donor management. The issue was identified after de-installation of the abbott prism analyzer at the customer site in december 2015.

Manufacturer narrative:
The medical device manufacturer was incorrect for this issue. MDR number 1415939-2018-00035 has been submitted and all further information will be documented under that MDR number.